Manufacturer narrative:
On 01-jun-2015, a css conducted follow-up with the customer over-the-phone to address the reported event. The css performed troubleshooting with the customer and instructed the customer to reverse the communication settings in the reporting software options/environment screen for the g8 and the first host computer, close the program and reopen. This corrected the transmission problem. The most probable cause of the reported event was due to operator error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported reporting software issues and communication errors with their g8 analyzer. The customer is unable to run hba1c patient samples. A clinical support specialist (css) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.